Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a damaged donut and 'failed bench testing' this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they are getting low batteries, replace the controller batteries soon and the controller is charged to 80% and recharging when plug into the outlet for a week or two and the controller screen went white couple times when they were recharging the implant. Patient services (ps) asked patient to inspect the recharger (rtm) for damage and patient said there is no visible damage to the rtm. Ps asked if the rtm gets hot and patient said the rtm gets warm. Ps asked patient to inspect the controller port for damage and patient said there is no damage inside the port and he takes care of his device because it helps him a lot. Patient mentioned he will be meeting with a manufacturer representative (rep) in the future for programming. Patient started charging the implant (ins) and getting excellent recharging quality, ins 70%, and controller 80% charged. Ps recommend cleaning the ports with a rag. Patient mentioned he received a larger battery pack no too long ago. No symptoms were reported.